Event description:
--

Manufacturer narrative:
(B)(4). Several attempts to obtain additional details were made, at this time, no additional information has been made available to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information is expected, this report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range pace impedance measurements greater than 2,000 ohms. The patient was evaluated in the clinic and was referred to the implanting physician for possible revision. It was reported that the increase in impedance measurement was steady since may. The patient was discharged to home. No adverse patient effects were reported. This product remains in-service.